Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer's blood glucose level was unknown. Customer reported there were large air bubbles in reservoir. Customer stated they also reporting bruising, burning and annoying sensation. Customer stated there was blood on the tape of the quick set. Customer states site was not actively bleeding at time of the call. Customer reported that they did not receive medical treatment as a result of the site issue. Customer was advised to speak with health care professional about alternate insertion sites. The device will not be returned for analysis.